Event description:
It was reported that the patient presented to the emergency room with arrythmia. Interrogation of the pulse generator noted that the right ventricular (rv) lead had dislodged. The rv lead had also failed to capture and failed to sense. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were failure to capture, failure to sense and lead dislodgement. As received, a complete lead was returned with the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported events of failure to capture and failure to sense were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.